Manufacturer narrative:
(B)(4). The sample was discarded by the customer, therefore the reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single use high flux exeltra dialyzer had particulate matter inside the dialyzer compartment. The reporter stated that it appeared as though the moisture packet inside of the dialyzer pouch had broken inside of the pouch. The absorbent appears to be charcoal/black in color. There was no patient involvement. Additional information was requested and is not available.